Manufacturer narrative:
Corrected field : device available for evaluation. It was previously reported that the device would be returned for evaluation; however, multiple attempts to obtain additional information were not successful. This report has been updated with the corrected information. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain the sample. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the hakim rickham valve was leaking post implantation. This is a (B)(6) study patient where the rickham valve was inserted for infusion of the study drug. The patient's concurrent conditions included neuronal ceroid lipofuscinosis. During infusion of the drug, the patient was crying and could not lay still despite sedation being administered. The dressings at the infusion site were noted to be wet, and loss of drug was suspected. This leakage was noted several times drug the study drug infusion. To date, the rickham valve remains implanted.